Event description:
The customer reported that the system would not power on and there was poor contact with the mains cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep supplied the power cable that was requested by the customer. The customer performed the repair and resolved the reported problem. No additional service info was provided.